Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the programmer had an issue with the radio frequency programmer head connector, the head connector was loose. It was replaced. Analysis also confirmed the customer comment that the keyboard needed to be fixed. The keyboard case hinges were replaced. The hard disk drive was reconfigured and the current software reloaded. The programmer and associated serviced accessories passed final functional and systems tests. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer has an issue with the rf (radio-frequency) head connector. The keyboard also needs to be fixed, and the printer drawer is "falling out." The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer has an issue with the rf (radio-frequency) head connector. The keyboard also needs to be fixed, and the printer drawer is "falling out." The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).